Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 30 units of insulin during the load sequence. Customer added insulin into the cartridge and reloaded onto pump to resolve the issue. Customer¿s blood glucose level was 152 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.